Manufacturer narrative:
The device was returned for analysis and the reported foot separation was confirmed. Difficulty to remove the device could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. It should be noted that the electronic perclose proglide instructions for use (IFU), states: do not advance or withdraw the perclose proglide device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose proglide device should be avoided, as this may lead to significant vessel damage and / or breakage of the device, which may necessitate intervention and / or surgical removal of the device and vessel repair. In this case, the device withdrawal against resistance was determined due to operational circumstance. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Medical device problem code 2017 clarifier - against resistance. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was done with a proglide device using the pre-close technique prior to an interventional abdominal aortic aneurysm (aaa) repair procedure via a 6f sheath. Reportedly, the proglide device was inserted and steps 1-4 completed without issue; however, there was difficulty removing the device from the anatomy. The device was pulled from the anatomy against resistance; upon removal, it was noted that the posterior footplate was separated. A surgical cutdown was performed to locate and remove the separated foot from the anatomy. Despite the reported difficulty, the proglide sutures were successfully pre-placed. The sutures of two additional proglide devices were successfully pre-placed. The sheath was upsized to 16f and the aaa repair procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient effects; however, there was a reported clinically significant delay due to surgery. No additional information was provided.